Event description:
Rptr alleged obtaining a discrepant blood glucose result of 254 mg/dl back to back with a result of 105 mg/dl on the compact plus system when testing was performed within 10 mins. Rptr stated she took her medication as normal and ate dinner as normal after obtaining the results. She also reported washing her hands in between the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.